Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted the femoral head was slightly superiorly asymmetric in the acetabular cup. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a superiorly asymmetric head suggesting liner wear, adverse reaction to metal debris and fluid were noted. The fluid was located in the posterior medial and lateral quadrants and measured 38.1 x 54.1 x 36.3 mm. These findings were found due to follow up testing. It was further reported that patient experienced loss of balance, weakness, pain in groin and trochanter, loss of range of motion, difficult ambulation, limping and patellofemoral arthrosis. Additionally, an aspiration procedure was performed and poly wear has been noted. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01832 & 07324).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a superiorly asymmetric head suggesting liner wear, adverse reaction to metal debris and fluid were noted. The fluid was located in the posterior medial and lateral quadrants and measured 38.1 x 54.1 x 36.3 mm. These findings were found due to follow up testing. Patient further reported loss of balance, weakness, pain and limping. There has been no reported revision procedure to date.